Manufacturer narrative:
Additional product code: hwc. (B)(4). Manufacturing location: (B)(4). Manufacturing date: 01 june 2015. Expiration date: 30 april 2024. Part: 456.318s, lot: 9817429 (sterile): no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal was performed on (B)(6) 2015 due to superior migration of helical blade in femoral head. Original date of implant was unknown; however they were implanted approximately around two months ago. Implants removed without difficulty. Patient was revised to hip prosthesis. Patient had history of high blood pressure, osteoporosis. No surgical delay was reported, procedure was successfully completed and it was unknown whether patient achieved fusion, non-union or mal-union. This is report 2 of 2 for (B)(4).